Manufacturer narrative:
A medtronic representative went to the site to test the equipment. O-arm and stealth navigation system checkouts were performed. Both systems were found to be accurate and fully functional. The reported event could not be duplicated by medtronic personnel. The software investigation was unable to determine a root cause with the information available.

Event description:
A medtronic representative reported that there navigation was inaccurate during a spine fusion surgery, l5-s1. A perc pin was used as the reference frame. An o-arm spin was taken and a laminectomy was performed prior to screw placement. The surgeon alleged the first two screws that were placed on the first side were inaccurate. A c-arm was used to confirm the inaccuracy. The screws were then removed. Navigation was discontinued and a c-arm was used to replace the screws and finish the case. There was no reported negative outcome to the patient.